Manufacturer narrative:
Unit alarmed button error followed by unresponsive act button due to corroded keypad traces. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window, stained end cap sticker, and partially broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She was unable to clear the alarm. Customer's blood glucose level was 215 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.